Event description:
It was reported that a blood glucose (bg) value of 350 mg/dl was entered into the pump after testing, and a bolus was delivered. Bg level was tested again after customer washed his hands (contact believed that customer had something on his hands causing elevated bg value) and bg value was 230 mg/dl. Contact wanted to cancel the bolus. During troubleshooting with tandem technical support, contact understood that the bolus could not be canceled. Contact indicated that customer would eat carbs to counter the bolus delivery. Contact reported that the device had performed as intended.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.